Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had external ram crc error and unexpected restart alarm. The customer¿s blood glucose was unknown. Customer was able to clear the alarms. Customer was able to complete rewind the insulin pump. Troubleshooting steps were provided for alarms and insulin pump alarm multiple unexpected restart alarm after changing the battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart test, no unexpected restart and external ram crc error alarm anomalies noted. (B)(4).